Event description:
It is reported that the abl80 gave too high results for po2 compared to the expected results and to another abl80 analyzer.

Manufacturer narrative:
Data logs from the analyzer have been requested and will be investigated. (B)(4).